Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, bso; due to sui. The patient experienced extrusion, urinary problems, dyspareunia, vaginal scarring, infection and bleeding. The patient underwent partial removal of anterior wall vaginal mesh on (B)(6) 2011 along with revision of vaginal mucosa due to erosion of vaginal mucosa anterior from vaginal mesh and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary tract infection and vaginal discharge.

Manufacturer narrative:
(B)(4).